Manufacturer narrative:
An event regarding an damage (crack/fracture) involving a universal driver shaft hexalobular screwdriver tip was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection of the device confirms the reported event, the hexalobular driver tip is fractured. The deformation to the driver indicates the tip fractured while the device was being used to tighten a screw. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed there has been no other events for the lot referenced. Conclusions: visual inspection of the device confirms the reported event, the hexalobular driver tip is fractured. The deformation to the driver indicates the tip fractured while the device was being used to tighten a screw.

Event description:
It was reported that surgeon stripped the screwdrivers when trying to insert a screw into the cup. There was another screw in the tray but he didn't feel comfortable using it.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that surgeon stripped the screwdrivers when trying to insert a screw into the cup. There was another screw in the tray but he didn't feel comfortable using it.